Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 11, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut into three pieces and coated in viscoelastic residue. The lens was cleaned and further inspected, and no further issues were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a zcb00 model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol) was explanted from a patient's left eye in a secondary surgical procedure due to the patient experiencing poor vision. A different, non¿johnson & johnson iol was implanted as the replacement. The patient¿s postoperative outcome was reported as good; no injury occurred and no further surgical or medical interventions were required. No additional information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between sep 18, 2025 and nov 13, 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made with the customer to obtain additional information, however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.